Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported to fresenius (B)(4) that a 2008k2 machine had no ultrafiltration during hemodialysis (hd) treatment. There was no reported adverse event, serious injury, nor medical intervention attributed to this event. It was reported the issue was resolved and the patient was able to complete their treatment on the same machine with the same supplies. Upon follow up it was reported there was no information available due to a pending service report from the technician assigned to inspect or repair the machine.